Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing pain and discomfort. Revision surgery is scheduled. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up were unsuccessful. The recipient has not contacted the facility for further follow-up. The recipient remains implanted. This is the final report.

Manufacturer narrative:
Additional information: relevant tests/lab data. The recipient is reportedly experiencing pain at and around the implant site. On (B)(6) 2017, the recipient was treated with a nerve block, however, the issue is not resolved.